Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicm5_12.1,-7.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The lens was later explanted, the reporter stated "the patient was dissatisfied with the quality of vision and requested to be removed the lens." It was reported that the problem resolved.